Event description:
The metal tip of an electrohydraulic lithotripsy probe came off in a pt's ureter as the physician was attempting to break a ureter stone. The metal part was not retrievable. A second surgical procedure was done to remove the foreign body.